Event description:
Rn inserted I/o coude catheter and inflated balloon with 10cc of sterile ns. Balloon guide catheter was instilled and registered nurse (rn) went to remove catheter. When syringe was attached to green balloon port, the tubing was collapsing and not dispelling normal saline.